Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The event can prevented by following the instructions for use: "inspection of the endoscopic system inspection of the air-feeding function" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had flow issues - no flow. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle was clogged by a black-colored material. Additionally, the evaluation revealed: bending section cover adhesive was discolored, plastic distal end cover was chipped, the connecting tube had buckles, the universal cord unit had wrinkles, the switch button rubber 1 was worn, the charged coupled device cover lens was chipped (slightly), and the angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.